Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to destruction of bone and tissue. Black debris was found inside the femoral head.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being submitted to reflect changes. Additional concomitant medical products: item #00902602600, femoral head, lot #52330600; item#00672600500, acetabular liner, lot #49642000; item #00663001500, femoral stem, lot # 43534500; item #00661005202, acetbular shell, lot #48873700; item #00662406530, bone screw, lot #50949200 #00662406530, bone screw, lot #50949200; #00662406525, bone screw, lot #47748700. No devices or photos were received; therefore the condition of the devices is unknown. The device history records were reviewed and no deviations or anomalies were noted, specific to the reported event. The reported devices are used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Unequal leg length is noted; however it is unknown if this contributed to the reported event. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. Multiple reports are being submitted for this event, please reference: 0001822565-2016-02616, 0001822565-2016-02253, 0001822565-2016-02254.